Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg failed autotesting for gain and offset which is used for impedance measurements but not stimulation. Manual testing passed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system including an ipg and leads on (B)(6) 2005. It was reported that the ipg was not functioning properly. The physician explanted and replaced the ipg on (B)(6) 2008. The explanted ipg was returned to ans for eval. Follow up on the patient found no further issues reported.